Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic during a follow-up exam. Device interrogation revealed episode of non-sustained rv oversensing due to lead noise. The noise was not reproducible with isometrics and pocket manipulation. No other electrical anomalies were noted. Programming changes were made. The patient will continue to be monitored.